Event description:
This report summarizes 37 malfunction events, where it was reported that there was difficulty maneuvering the device. There was 1 event with patient involvement, but no adverse events were reported.

Manufacturer narrative:
The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 35 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 37 malfunction events, where it was reported that there was difficulty maneuvering the device. There was 1 event with patient involvement, but no adverse events were reported.